Event description:
Fio2% out of spec obf - incoming inspection.

Manufacturer narrative:
The alleged faulty device has been rec'd into our plant, however, the evaluation has not been begun. Once the evaluation of the device is complete a follow-up medwatch will be submitted.